Manufacturer narrative:
Correction b3: this event occurred during the unspecified date of (B)(6) 2021. (Omitted on initial). H10: two (2) filled bags were received for evaluation. The other samples were not received and therefore, could not be evaluated. A visual inspection was performed to the samples using the naked eye. The containers were inspected in a lighted inspection booth against a white background and against a black background. The inspection did not identify any abnormalities that could have contributed to the reported condition. No particles were observed inside the fluid path. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (at least eight) of intravia containers had particulate matter (pm) described as small colorless filaments floating inside the solution. This issue was identified during after drawing the solution, prior to patient use. There was no patient involvement. No additional information is available.